Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, prior to implant, the implantable cardiac monitor (icm) was unable to be interrogated. The device was not used. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the returned device was inconclusive. The cause of the field-reported no-telemetry condition could not be determined. If information is provided in the future, a supplemental report will be issued.